Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy using a fast fix 360, surgeon proceeded to pass the suture slipped through the canula normally, the canula was removed, the meniscus was perforated and the first shot was performed, but when removing the needle from the meniscus, the groove of the suture wire that pushes the second peek was observed, which meant the second peek came out in a single shot. A second fast fix was used and the same thing occurred. The procedure was completed using a back-up device. There was no surgical delay and no further complications were reported